Event description:
It was reported that the nasopharyngeal airway had a harder texture and caused pronounced bleeding of the patient from the application area. Further information indicated that medical intervention was required. Tamponing of the nose was done and the injury was resolved.

Manufacturer narrative:
Four unused samples were received to perform an investigation. A visual inspection of the characteristics of the nasopharyngeal airway was performed. Angle, end forming, curve quality, curve position, bevel position, tubing square, tubing marks, product length, silicone remaining were inspected and found to be acceptable. The returned samples were also found to be within specification. The reported problem was unable to be confirmed. No root cause could be determined as the complaint could not be confirmed. The instructions for use inform the user that the correct size nasopharyngeal airway should be selected in accordance with currently accepted medical techniques, lightly lubricate the nasopharyngeal tube with a water soluble lubricant gel prior to insertion and monitor airway position frequently. Precautions tell the user to check the integrity and patency of the nasopharyngeal airway prior to insertion, patients should be adequately humidified to minimize encrustation of the nasopharyngeal airway lumen and prevent tracheal mucosal damage. Warnings inform the user that this device should not to be used on patients with suspected fracture of the base of the skull as there is a possibility of the airway being introduced intracranially, and that if the nasopharyngeal airway is lubricated prior to insertion, ensure the lubrication does not occlude the lumen of the tube preventing ventilation. A device history record (DHR) review was conducted on the lot number of the reported complaint and the lot numbers of the other returned unused airways which indicated all inspections were completed and no issues were noted during manufacture. No information has been provided to date. This remediation MDR was generated under (B)(4), as a result of warning letter (B)(4).